Event description:
It was reported that during a varix procedure that clips would not advance. Another like device was used. There was no pt consequence.

Manufacturer narrative:
Misassembled antiback up. Eval summary: the analysis results for the msm20 instrument confirmed that it was returned non-functional. The instrument was cycled and would not feed the clips as the anti-backup was noted to be non-functional. Upon disassembly of the instrument the anti-backup lever was found disengaged, therefore, not allowing the proper feeding of the clips into the jaws. No conclusion could be reached as to what may have caused the found damage. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.